Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for hypoglycemia on with a blood glucose level of 22 mg/dl. The customer was treated by paramedics. The customer was unconscious while they were experiencing low blood glucose levels. The customer stated that they took too much insulin which caused the incident. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.